Event description:
On 10/14/2025, it was reported by a sales representative via email that the flipcutter iii from an (B)(6) tightrope ii rt with fibertape ib, flipcutter iii, and fiberstick implant system broke and was unable to be used. This was discovered during a procedure on ar-1288rtib-fc3 2025. Additional information was received on 10/20/2025: during the procedure, the flipcutter broke while retro drilling inside the patient. Fortunately, all fragments were successfully retrieved without complication. To complete the case, an individual ar-1240ff flipcutter iii was used. The incident did not result in any surgical delay, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis drilling, excessive leverage, and excessive mechanical stress to the device.